Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced batteries, battery cap module, and filament driver. The filament driver was calibrated and the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 experienced a precharge failure error which could not be eliminated. There was no adverse pt involvement reported.